Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported a patient with persistent corneal haze and edema post presbyopic corneal inlay of the right eye. Reporter indicated the inlay was replaced three times, and final inlay was explanted. The patient is reported as doing fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The system history review shows that the laser was verified successfully prior to and after the day of treatment. Log file for the date of treatment showed that no abnormalities or deviations can be identified. The patient data review revealed the treatment report does not show any abnormalities related to the application. Device settings are as per recommendation. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).